Event description:
A medwatch report has not been filed on this incident. The tip of the reamer head was left in the pt and no add'l surgery was performed.

Event description:
Flexible reamer tip (tibial) broke off during use. Remained in tibia.